Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 180-190 mg/dl. In addition, it was reported that air bubbles were observed in the tubing. Reportedly, the customer changed the tubing and used a manual injection to address the issue.